Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that he experienced low blood glucose of 50 mg/dl which he treated with food. Customer stated he calibrated at 50 mg/dl and received a calibration error. Customer had to change the sensor and stated he inserted a new sensor the morning of the call but received calibration error alerts again. Blood glucose value was 176 mg/dl. Troubleshooting was done and the customer was advised to change the sensor.